Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system, there one false positive result. No patient impact reported. The following information was provided by the initial reporter: "max sars-cov-2 - 44500301_2347002 - discrepant result. One positive result turned out neg on the repeat. Total quantity of product showing defect: 1".

Manufacturer narrative:
E.1. Initial reporter phone #: additional phone number listed as follows: (B)(6). G.5. PMA / 510(k)#: eua200159/a1. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 2347002 was performed by review of manufacturing records and by the complaint¿s history review. Review of the manufacturing records of bd sars-cov-2 reagents for bd max¿ system kit indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant results on one sample. The sample initially gave a positive result but when repeated, it gave a negative result. Customer provided two runs (3814 and 3852 from instrument ct2128) for the investigation. Run 3814 showed one sample that gave a negative sars-cov-2 result and a positive rnasep result. Analysis of the pcr curves showed no amplification of the sars-cov-2 targets and expected amplification of the rnasep target, without any anomaly. The run 3852 showed the positive and the negative controls, and both gave expected results, with no anomaly in the pcr curves. Despite several attempts made to receive information from the customer, none of the runs received contained a positive sars-cov-2 result, the investigation was thus limited, and no further investigation could be performed. Based on the available information, bd is unable to identify a cause for the customer¿s discrepant result, but no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ system lot 2347002. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system, there one false positive result. No patient impact reported. The following information was provided by the initial reporter: "max sars-cov-2 - 44500301_2347002 - discrepant result one positive result turned out neg on the repeat. Total quantity of product showing defect: (B)(4)".